Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the local office of olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus china, omsc considered that the reported phenomenon (no image) was attributed to the failure of the image signal transmission to the video processor due to the failure of the cable unit, which was caused by the user handling such as reprocessing different from the reprocessing method recommended in the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the local office of olympus (B)(6). Olympus (B)(6) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another similar device to complete the procedure. There was no report of patient injury associated with this event.